Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with his inflatable penile prosthesis (ipp) device 14 years after implant because a bulge formed near the base of the patient penis. Though visual observation and palpating the patient, the physician determined that the best option for the patient was a surgical procedure, so the patient underwent a revision in which it was confirmed that there was a bulge in the right cylinder. The ipp device was explanted and replaced. The patient is fully recovered.